Event description:
Customer reported at 7 am waking up with hypoglycemic symptoms. Device = 336 mg/dl. Customer went to the emergency room (ER). Forty minutes after arriving to the ER, their device = 44 mg/dl. Customer was given an injection of sugar water. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.